Event description:
Related manufacturer reference number: 3006705815-2022-15875. It was reported that the patient experienced a few significant falls and the leads had migrated. The issue was confirmed via x-rays. Patient underwent surgical intervention on (B)(6) 2020 where leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.